Event description:
The following additional information was obtained on (B)(6) 2010: the nurse stated that she felt the cause of the peritonitis was due to a history of pseudomonas site infection ((B)(6) 2009). However, the patient did not have an exit site infection at the time of this peritonitis event.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up call for an unrelated low drain volume alarm, in which the home patient reported he was using medication for fibrin, the patient's peritoneal dialysis (pd) nurse indicated the nurse stated that the home patient is on temporary hemodialysis. The nurse stated that the home patient was diagnosed with peritonitis on (B)(6)2010 and that the patient was hospitalized from (B)(6)2010 to (B)(6)2010. The patient's catheter was removed on (B)(6)2010. A gram stain and culture were performed on the patient's effluent on (B)(6)2010 showing positive for white cells and pseudomonas. The nurse stated that she felt the cause of the peritonitis was due to a history of pseudomonas site infection. The patient was treated with antibiotics and the condition is ongoing and improved. No further information is available.

Manufacturer narrative:
(B)(4).a sample is not available.